Event description:
It was reported that the patient's parents were not sure if their child hit his head. The hearing performance with the device has decreased. Testing carried out on (B)(6), 2011, shows status sc-a on electrode channels 1, 2, 3 and 8, and electrode channel 6 in status hi.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.